Manufacturer narrative:
(B)(4). The shaft of the device was investigated for damage. Visual examination showed that the catheters infusion and outer shaft were buckled in 2 places approximately 13.5cm and 19cm from the tip. There was also damage to the infusion line/outer sheath in the form of a rupture. When the outer sheath is buckled it could cause fluid to back up inside of the outer sheath and build pressure which could cause a rupture and leak fluid as in this case. The rupture was approximately 95 to 97cm from the tip. The buckling of the sheath could be caused by pushing, pulling or torqueing the device during the procedure. Functional testing of the device could not be done due to the damage of the catheter shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited de to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter fractured. A jetstream® xc atherectomy catheter was selected for a very long and calcified lesion located in the superficial femoral artery (sfa). During the procedure, after nine and a half minutes, the catheter fractured. The catheter was outside the body at the time. It was proximal to the sheath, about 10-20 cm from the hub, where it fractured. The procedure was stopped, the device was rexed back, and the catheter removed. There were no patient complications reported. The procedure was completed with anther of the same device.